Event description:
Pt had a port inserted 7/27/95 for the administration of chemotherapy. A fluoroscopy done in 12/95, revealed that a piece of the catheter had broken off and had migrated into the right atrium. The piece was retrieved by doing a fluoroscopy in the cardiac catheterization lab on 1/2/96. The pt did well. It is unknown if another port was inserted. Both ports were not retained.